Event description:
The pt stated he awoke in 2007 and found that his infusion tubing had separated at the luer connection and his blood glucose was elevated to 491 mg/dl. He stated that he felt "dizzy and drowsy." He changed his infusion tubing and bolused 10 units every hour throughout the day until 5:00pm when his blood glucose lowered to 150 mg/dl. His normal blood glucose range is 90-130 mg/dl. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.